Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. Customer stated that the alarm did not clear by selecting ok. Customer was assisted with reset procedure and insulin pump screen turned off. Customer was unable to clear the pump errors, power loss alarm and program the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.